Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no damages to the hard cannula that would cause pain during insertion. A kink in the exposed cannula was found. Inspection of the fluid path found a leak. Although damage to the cannula was observed, it is unclear when the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient suffered pain during insertion with bg (blood glucose) levels reaching over 300 mg/dl. No further information available.